Manufacturer narrative:
Follow-up # 1: 09/16/2015 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump was powered on and it was noted that the display was dim. The last basal delivery was on (B)(6) 2015 and the last bolus delivery was on (B)(6) 2015. A simulated use test was performed and the daily insulin delivery totals correctly reflect user's programmed basal rates. The pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Unrelated to the original complaint, it was also noted that there was a crack on the battery compartment below the bumper pad.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/27/2015 with the following findings: evaluation the last basal delivery was on (B)(6) 2015 and the last bolus delivery was on (B)(6)2015. Pump boots to the verify screen with a dim/faded display screen. No eaw¿s occurred during testing. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Battery compartment is cracked below and below the bumper pad.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a display (dim/fading/color spectrum) issue. The reporter stated that the patient had a blood glucose (bg) of 285mg/dl with nausea. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.